Manufacturer narrative:
Patient presented with pre-existing neuropathy in the lower extremity. The nalu system was intended to treat lower back pain only. No imaging is available to the firm to confirm if the implanted components may have migrated after implant. The explanted components were discarded by the medical facility and unavailable for further examination by the firm. Cause of the foot pain is unknown with the information available.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after successfully completing a trial phase with nalu. The implantable pulse generator (ipg) was placed in the lower back area and the implanted leads were positioned to target the cluneal nerve using fluoroscopic imaging during the procedure. Immediately after implanting the permanent system, the patient reported that lower extremity pain had increased and the perception by the patient was that the nalu device had aggravated pre-existing neuropathy. Troubleshooting was performed, including reprogramming and adjustments to programs to improve pain relief. On (B)(6) 2024 a full system explant was performed per the patient's request.